Event description:
Consumer complaint of erratic blood results. Expected blood glucose results non-fasting range from 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test refused. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 01/14/2018 and open vial date is within one month. Recall test results performed from meter memory (date/time not known): 500 mg/dl, 400 mg/dl, 280 mg/dl, 400 mg/dl, 500 mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report number: (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.